Event description:
Customer reported that they received a low reservoir alarm and the insulin pump was not rewinding. Customer also mentioned that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with an unresponsive up arrow button due to an unlocked connector on the lcd board. The pump also had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.